Manufacturer narrative:
Qn#: (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that from inspecting the intraosseous needle set the catheter and the needle are not connected and the safety cap is disconnected in the pack; high risk of causing needle stick injury.

Manufacturer narrative:
(B)(4). The manufacturing DHR files were reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance and device history record found that the needle set passed all the release criteria. The device was released in 08/2019 and is approximately 1 year old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by the customer's returned photo and a complaint investigation of the returned sample. The returned unopened kit was confirmed to contain a needle with its guard removed. The likely cause of this complaint is the package design. A CAPA is in process to further investigate the issue of the needle guard becoming detached.

Event description:
It was reported that from inspecting the intraosseous needle set the catheter and the needle are not connected and the safety cap is disconnected in the pack; high risk of causing needle stick injury.